Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms#: 617147. The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. Visual inspection of the showed that the top case and right plunger case were cracked. During motor drive and occlusion testing, the issue was duplicated. The root cause of the issue was normal wear. Replaced top case and main printed circuit board.

Event description:
It was reported that there was case damage and motor rate error. No patient injury was reported.